Manufacturer narrative:
Unique identifier (UDI): (B)(4). The field service engineer replaced a diaphragm, ran qc and precision testing which was acceptable. This investigation is ongoing.

Event description:
The initial reporter received questionable nh3l ammonia results for two patients with the cobas 6000 c 501 module. On (B)(6) 2021, patient 1 initial result was 245 umol/l. This result was reported outside of the laboratory. The repeated result was 79 umol/l. On (B)(6) 2021, patient 2 initial result was >447 umol/l. This result was reported outside of the laboratory. The repeated result was 30 umol/l. The reagent lot number was 506310. The expiration date was requested but not provided.

Manufacturer narrative:
The calibration, qc data, and alarm trace were requested but not provided. The customer only provided verbally that the qc was acceptable. The customer had further issues and the field service engineer was dispatched on (B)(6)2021. They found a probe was clogged with white plastic. They removed the clog from the probe, rebuilt the vacuum pump and sample syringe, and performed various cleanings. The investigation determined the service actions resolved the issue.